Manufacturer narrative:
A medtronic representative went to the site to service the system. The power supply was replaced. The system was then functioning as intended and returned to service. The power supply was returned for analysis. Confirmed reported complaint ."initializing systems." Ps1 failed bench test, visual inspection confirm ps1 power supply is electrically overstressed. This regulatory report is being submitted due to retrospective review through CAPA 626390. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000450, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system was stuck on "initializing please wait." Rebooting did not resolve the issue. There was no patient involvement.